Manufacturer narrative:
(B)(4). Baxter has not received a device related to the reported incident. After further investigation it was determined that the under infusion was caused by a clinician loading a set improperly into the device.

Event description:
It was reported that a device underinfused during testing. The delivery should have been 40 mls but was only 15 mls. There was no pt involvement.